Event description:
A low reservoir pump alarm was heard and confirmed by telemetry. It was unclear if a pump memory error occurred. All programming was verified to be correct and the pump was updated. The pump had "not had anything done to it" since (B)(6) 2009. A roller study and dye study were planned to occur (B)(6) 2010 to evaluate device function. The pump delivered prialt. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).